Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, while the device was being used in cutting the stomach mass, there was a poor staple formation. Hand stitching was performed to resolve the issue on order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, an unknown problem occurred with the stapler while cutting at the stomach mass. The stapler was able to fire but manual stitching was required to complete the case. The patient is alive with no injury.